Manufacturer narrative:
Na

Event description:
It was reported that the ventilator shuts off with an audible alarm and the screen keeps blinking and does not stop scrolling. There are no reports of patient harm.